Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt266 infant ventilator circuit (0.3 to 4 l/min) dual heated with mr290 autofeed chamber was found leaking water after a few hours of use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Corrections: section d4: model and catalog # corrected to rt266. Section d4: complete device identification information was unable to be provided by the healthcare facility. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were provided to fisher & paykel (f&p) healthcare for evaluation. Results: the healthcare facility reported that an mr290v vented autofeed humidification chamber provided with an rt266 infant ventilator circuit was leaking water. Visual inspection identified a crack on the dome of the chamber. Stressmarks were also visible. Conclusion: our investigation identified a crack on the dome of the mr290v vented autofeed humidification chamber. We are unable to determine the cause of the damage. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions provided with the rt266 infant breathing circuit include the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure there is a water supply connected to the chamber and that water is present within the chamber.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humidification chamber provided in a rt266 infant ventilator circuit (0.3 to 4 l/min) dual heated with mr290 autofeed chamber was found leaking water after a few hours of use. There was no patient harm reported.